Manufacturer narrative:
The user facility submitted medwatch report (B)(4) for this event. The device was not received for evaluation; therefore, a device analysis could not be completed. The event history log review was completed. The history log revealed that the user began an infusion of heparin on (B)(6) 2023 at a rate of 15.4 ml/hr and a vtbi of 250 ml. The program continued into the reported event date of 30-october-2023. No abnormalities that could cause or contribute to the reported problem were observed during the history log review. The history log cannot be used to determine the actual level of fluid remaining as observed by the user. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused during heparin gtt infusion (18 units/kg/hr). At the change of shift, the partial thromboplastin time (ptt) was noted to be subtherapeutic so the "gtt" (drops) were "handed off", bolused per medication administration record (mar), and then later increased to 20 units/kg/hr. Drops were forming and the heparin gtt appeared to be infusing without any issue. Another ptt was drawn 6 hours later which was also subtherapeutic. When it was time to change the dose, it was noticed that there appeared to be more heparin left in the bag than the pump showed at which point it was observed that there were no drops forming but the pump still appeared that it was infusing. When the chamber was squeezed drops came out from the heparin bag and appeared to be continuously dropping for a few minutes. No alarms ever went off during the shift. A new pump was set-up with a new bag of heparin and new tubing at 20 units/kg/hr. Subsequent ptt were drawn and the patient became therapeutic. No additional information is available.